Manufacturer narrative:
Cont h6 health effect f15 recognized device or procedural complication. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "left signs of prosthetic rupture including numerous plications of the prosthetic wall anterior but especially axillary lymph nodes hyperechoic strongly suggestive of siliconomas", ¿on explant a break in the prosthesis with peri-prosthetic silicone¿.

Event description:
Healthcare professional reporting via regulatory body, "a senological assessment shows on the left signs of prosthetic rupture including numerous plications of the prosthetic wall anterior but especially axillary lymph nodeshyperechoic strongly suggestive of siliconomas". On explant "a break in the prosthesis with peri-prosthetic silicone". This relates to the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed as fold flaw opening. Silicone migration: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reporting via regulatory body, "a senological assessment shows on the left signs of prosthetic rupture including numerous plications of the prosthetic wall anterior but especially axillary lymph nodeshyperechoic strongly suggestive of siliconomas". On explant "a break in the prosthesis with peri-prosthetic silicone". This relates to the left side. The device has been explanted.